Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the pump boots to verify screen with vibratory and audible features. A 24hr duration test was successfully completed with returned battery cap/returned cartridge cap. No eaw¿s occurred during testing. The total daily dose adds up correctly. No eaw¿s related to the complaint in pump history. Pump completed a delivery accuracy test and was found to be delivering within specifications. Patient negligence issue - pump subjected to conditions outside specifications. Battery compartment is cracked below the bumper pad. (B)(6).